Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 7.9 inr/5.01 inr, 3.8 inr/2.88 inr, 6.4 inr/2.68 inr, 4.8 inr/3.34 inr, 6.6 inr/3.43 inr, 4.0 inr/2.84 inr, 4.8 inr/3.42 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.